Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring iii proximal seal was defective, it was reported that it fell apart. The hospital clarified that the seal fell apart when it was being deployed, fell into the patient, and had to be retrieved. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B) (4)